Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4). Upon receipt at our quality assurance laboratory, this device underwent a thorough analysis. The cylinders, pump and reservoir were microscopically examined, and leak tested; the cylinders were also pressure tested and the pump was functionally tested. No anomalies were found with the pump. Testing of the cylinders revealed that for bot cylinders, there were holes in the outer tube from kink resistant tubing (krt) wear in the proximal end of the cylinder. The cylinders passed leakage and pressure testing. Regarding the reservoir, it was observed to had wear at a fold in reservoir shell; the component passed leakage testing. Based on the information available and analysis results, the hole identified in both cylinders could have caused or contributed to the reported clinical observation of mechanical problem and confirmed the reported hole/perforation allegation.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. Two weeks later a revision surgery was performed, upon examination a hole in the right cylinder was found. The ipp was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4). D4 unique identifier (UDI) for pump: (B)(4).